Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). The facility is not aware of the foreign material. There were no delays in pre-cleaning. Customer has buddy machines in which scope is fitted and does the initial step of reprocessing / pre-cleaning. Further steps are done as per recommended procedure. Air/water nozzle was flushed accordingly and flushed with detergent. No abnormalities in the accessories used for reprocessing were noted. The scope was immersed in the detergent solution and wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. There were no reprocessing steps deviations from instruction for use (IFU). Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The reported event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the objective lens was chipped, the bending angle in the up/down and right/left directions and the play of the up/down and right left knobs did not meet the standard value due to wear of the angle wire, the connecting tube was buckled, the scope cover was shaved, the bending section cover adhesive was detached, the nozzle was shaved, the water removal ability did not meet the standard value due to clogging of the nozzle, and multiple parts of the scope were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an angulation issue. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle, bending section cover, and plastic distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.